Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Event description:
Reference number: (B)(4). Event occurred in poland. It was reported that the patient faced adhesive event on (B)(6) 2026. The patient reported that the tape was not sticking due to defective adhesive. No further information available.